Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The button error alarm could not be verified due to damaged lcd glass. No moisture damage on the electronics noted. The device also had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. It was stated that the customer was able to clear the alarm. Customer's blood glucose value was 11.2 mmol/l. It was stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The mother also reported that the screen had a large ink stain in it and the customer was unable to read the display. The insulin pump was replaced and returned for analysis.